Event description:
It is reported that a customer has moisture their insulin pump device. The customer has a blood glucose level was not recorded. The customer did not want to speak with the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.